Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and for longer periods of time. It was also noted that the pocket site would get hot and ipg would shut down. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. Additional information was received that the ipg pocket was also moved from the left abdomen to the left flank. The patient was doing well postoperatively and the explanted device was not returned.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and for longer periods of time. It was also noted that the pocket site would get hot and ipg would shut down. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted.